Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that inappropriate therapy was delivered due to oversensing on the ventricular channel. The last shock led to vf but was not terminated. The patient called for rescue after the first shock. By the time they arrived, the patient had to be resuscitated. The device exhibited an output anomaly. At the hospital, the patient was intubated, ventilated and cooled down in the ICU. The device and lead were explanted and replaced with a competitive system.

Manufacturer narrative:
The reported field event of an output anomaly was confirmed in the laboratory. The reported noise was confirmed via review of stored electrograms. The device was tested on the bench and the high voltage output transistors were found to be damaged. An arc mark was found on the device can. Further evaluation of the arc indicated the presence of lead material. The damage found is consistent with that caused by arcing between the hv conductor and ICD can.